Manufacturer narrative:
Bayer case number: (B)(4). Chronic abdominal pain [chronic abdominal pain] within a year of been sterilised I had pains down my legs and in my lower back. [Pains in legs] within a year of been sterilised I had pains down my legs and in my lower back. [Low back pain] bleeding was heavier than usual and clots started to appear. [Bleeding menstrual heavy] headaches [headache] I can't leave the house I need a toilet nearby at all times [urinary frequency] having to leave work part way through my shift as the blood loss is extreme and causes dizziness [dizziness] case narrative: the below report was received by health authority (reference number: (B)(4)) on 19-nov-2024. The most recent information was received on 27-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a 27-year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion medically important), pain in extremity ("within a year of been sterilised I had pains down my legs and in my lower back."), back pain ("within a year of been sterilised I had pains down my legs and in my lower back."), heavy menstrual bleeding ("bleeding was heavier than usual and clots started to appear."), headache ("headaches"), pollakiuria ("I can't leave the house I need a toilet nearby at all times") and dizziness ("having to leave work part way through my shift as the blood loss is extreme and causes dizziness"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pain in extremity, back pain, heavy menstrual bleeding, headache, abdominal pain, pollakiuria or dizziness. The reporter commented: doctor has given the mini pill to see if will help with the bleeding and is offering a hysterectomy to remove the iud. Duration of implant 9 years. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-nov-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Chronic abdominal pain [chronic abdominal pain] within a year of been sterilised I had pains down my legs and in my lower back. [Pains in legs]. Within a year of been sterilised I had pains down my legs and in my lower back. [Low back pain]. Bleeding was heavier than usual and clots started to appear. [Bleeding menstrual heavy]. Headaches [headache] I can't leave the house I need a toilet nearby at all times [urinary frequency] having to leave work part way through my shift as the blood loss is extreme and causes dizziness [dizziness]. Case narrative: the below report was received by health authority (reference number: 2024/011/007/501/001) on 19-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a 27 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion medically important), pain in extremity ("within a year of been sterilised I had pains down my legs and in my lower back."), back pain ("within a year of been sterilised I had pains down my legs and in my lower back."), heavy menstrual bleeding ("bleeding was heavier than usual and clots started to appear."), headache ("headaches"), pollakiuria ("I can't leave the house I need a toilet nearby at all times") and dizziness ("having to leave work part way through my shift as the blood loss is extreme and causes dizziness"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pain in extremity, back pain, heavy menstrual bleeding, headache, abdominal pain, pollakiuria or dizziness. The reporter commented: doctor has given the mini pill to see if will help with the bleeding and is offering a hysterectomy to remove the iud. Duration of implant 9 years. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.